Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp). A motor stall occurred (B)(6) 2016 at 20:03 and recovery (B)(6) 2016 at 23:26; motor stall (B)(6) 2016 at 02:53 and recovery (B)(6) 2016 at 18:00; motor stall (B)(6) 2016 at 14:22 and recovery (B)(6) 2016 at 11:05; motor stall (B)(6) 2016 at 01:49 and recovery (B)(6) 2016 at 06:02; motor stall (B)(6) 2016 at 10:34 and recovery (B)(6) 2016 at 07:57; motor stall (B)(6) 2016 at 02:01 and recovery (B)(6) 2016 at 05:38; motor stall (B)(6) 2016 at 08:04 and recovery (B)(6) 2016 at 21:37; motor stall (B)(6) 2016 at 03:17 and recovery (B)(6) 2016 at 08:08; motor stall (B)(6) 2016 at 10:18 and recovery (B)(6) 2016 at 13:15; motor stall (B)(6) 2016 at 14:21 and recovery (B)(6) 2016 at 07:54; motor stall (B)(6) 2016 at 09:04 and stopped pump period may exceed tube set occurred (B)(6) 2016 at 09:04 the last noted motor stall did not recover. The pump was updated (B)(6) 2016 with a 10 percent decrease to deliver morphine 0.5 mg/ml at 0.20221 mg/day and lioresal 2000 mcg/ml at 808.8 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code no longer applies.

Event description:
Additional information was received via propharma group on behalf of saol therapeutics. It was reported that as per a health professional (hcp) the patients medical history included intractable spasticity, multiple sclerosis, spastic paraplegia, a synchromed ii pump and indura catheter (model # 8627l18, 8709, implanted (B)(6) 2001), a synchromed ii pump (model # 8627l18, implanted on (B)(6) 2002), a synchromed ii pump and indura catheter (model # 8627l18, 8711, implanted on (B)(6) 2002), a distal rev kit and a proximal rev kit (model # 8598, 8596, implanted on (B)(6) 2003), a synchromed ii pump and a distal rev kit and a proximal rev kit (model # 863740, 8598, 8596, implanted on (B)(6) 2005), and a synchromed ii pump (model # 8637-40, implanted on (B)(6) 2011). Concomitant products included baclofen, prozac (fluoxetine hydrochloride), lopressor (metoprolol tartrate), norco (acetaminophen-hydrocodone bitartrate), ambien (zolpidem tartrate), trimethoprim, zofran (ondansetron hydrochloride), vitamin c, detrol (tolterodine tartrate), and lipitor (atorvastatin calcium). On an unspecified date in 2001, the patients treatment included lioresal 2000 mcg/ml and morphine 0.5 mg/ml at unspecified doses, both intrathecally via the synchromed ii pump, for intractable spasticity and multiple sclerosis. On (B)(6) 2016, the patients treatment included lioresal 2000 mcg/ml at 897.9 mcg/day and morphine 0.5 mg/ml at 0.22447 mg/day. On (B)(6) 2016, the patient noticed increased pain and spasticity and the patient was evaluated in the physicians office. That day, the patients treatment included lioresal 2000 mcg/ml at 998 mcg/day and morphine 0.5 mg/ml at 0.24967 mg/day. On (B)(6) 2016, the patient was admitted to the hospital for the diagnosis of baclofen pump failure. On (B)(6) 2016, the pump was explanted and a new pump was implanted. The pain and spasticity improved and the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 0.5 mg/ml at 0.24967 mg/day and lioresal 2000 mcg/ml at 998 mcg/day. The indications for use were intractable spasticity and multiple sclerosis. A motor stall was seen at initial interrogation. Interrogation revealed several motor stalls between (B)(6) 2016. The patient was evaluated in office on (B)(6) 2016 and reported increased spasticity. Reported symptoms also included pain. Symptoms began "2 weeks ago" (from (B)(6) 2016). The onset of the symptoms was sudden. The hcp contacted the device manufacturer, and they recommended pump replacement. The patient had not recently had an MRI. No electromagnetic interference (emi) sources were identified that may have caused the motor stalls. The patient had a new pump implanted on (B)(6) 2016 and the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.